Event description:
The needle separated from the stylet upon activation of the safety device.

Manufacturer narrative:
A root cause analysis was unable to be performed as the sample was not returned. However, a corrective action has been opened to develop a new alignment fixture that ensures accurate crimping of the needle and stylet, eliminate variations during the manufacturing process and to re-certify operators on the needle/stylet crimping process. A health hazard analysis has also been initiated to evaluate the risk of this type of defect.